Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed, however unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error twice in the span of 3 hours. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.